Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. Estimated blood loss was 3-5cc. The pt was treated with prophylactic antibiotics (cefazolin 375mg IV) and had no adverse effects. The pt completed treatment. Actual samples are not available for manufacturer eval. Companion samples are available and have been requested.